Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), a patient underwent a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 ultra resilia valve in aortic position. During the procedure, the team experienced a balloon tear after full inflation of the valve, causing an umbrella affect of the balloon. The delivery system (ds) was drawn back into the esheath; however, the distal cone tip of the delivery system was unable to fully retract back into the esheath due to the umbrella. The esheath was brought to the cfa and could not be taken out. Vascular surgery was called to extract the esheath and ds. There was no injury at the time of procedure that was confirmed by angiogram. As per follow-up with the fcs, the balloon tear occurred after the valve was fully deployed. The valve was able to be successfully implanted. No pre-implant bav was performed, and no extra volume was added to the balloon, which was inflated to nominal. No leak was noted in the delivery system, although blood was seen in the syringe. Valve alignment was not difficult and was performed in a straight section. No damage was observed to any other edwards devices. The perceived root cause of the balloon tear was calcification. It was confirmed that the esheath could not be removed because the delivery system and balloon were unable to be fully withdrawn into the sheath, requiring surgical removal of the system from the right common femoral artery. The patient had a great outcome and was stable and discharged.